Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during testing the ratchet handle was jammed and could not perform the up and down motion. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Event description:
This MDR is a duplicate of 0001526350-2023-01550. The initial report was created in error and should be voided.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2023-01550. The initial report was created in error and should be voided.